Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was further determined that these products were implanted within a year of the revision procedure. The medwatch has been updated accordingly. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products: unknown poly bushing, unknown ulnar component, unknown humeral component, unknown condyle. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05900; 0001825034 - 2017 - 05901; 0001825034 - 2017 - 05902; 0001822565 - 2017 - 05324. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to infection. Revision operative report indicates the elbow joint contained fluid and necrotic fat. Ulnar and periprosthetic synovitis was noted, as was metallosis. All components were removed and replaced with antibiotic beads. The antibiotic beads were removed a few days later.